Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was multiple inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 77 mg/dl, and the meter bg reading was 35 mg/dl. Reportedly, the customer experienced bg levels of 35 to approximately 300 mg/dl. Customer alleged the cause for the reported bg levels were due to inaccurate cgm readings. Customer declined to provided additional information regarding bg levels. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.